Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, intradermal suture closure was the technique used. When closing the patient's skin by intradermal suturing, the distal closing loop of the device detached itself and the suture could not be performed. A new suture was used with the same lot number without a problem. The patient was alive with no injury.